Event description:
PICC line rewired with 2.6fr double lumen PICC (prior PICC malfunction from placement 8 days earlier [lot #11083669]). On the tenth day after, leaking from line noted in dressing; appeared to be serosanguinous fluid inside dressing. Line was then rewired with a 3fr single lumen catheter. No new issues reported.